Event description:
Consumer reports testing meter results against their old meter and not being sure which is accurate. Analysis run on clark error grid using competitive reading (250) as ref. Point vs. Bd readings (150) yielded data points in the d range of the grid, outside of acceptable limits.